Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter is filed under separate medwatch report.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted (60516u139 and 60525u158), reducing mr to 1. When removing the steerable guide catheter (sgc) (60720u106), blood was noted going from the right to left atrium, requiring an asd closure device on the septum. On an unspecified date, echocardiogram was performed and mr increased to 3-4. One clip had a single leaflet device attachment (slda). It cannot be determined which clip had the slda (60516u139 or 60525u158). On (B)(6) 2018, a second mitraclip procedure was to be performed. However, when the transseptal (ts) puncture was attempted, the needle could not cross the septum due to the previously implanted atrial septal defect (asd) closure device. The procedure was aborted. The mitraclip devices had not been opened. No clips were implanted. Mr remains 3-4. The patient is stable. There is no scheduled date for additional treatment. No additional information was provided

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record (lhr) was performed on both implanted clips as it could not be determined which one experienced the single leaflet device attachment (slda). The lhr identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported slda could not be determined in this incident. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.